Event description:
On (B)(6) 2010, pt reported her up arrow button is not working. Pt stated she noticed the issue while attempting to bolus on (B)(6) 2010. Pt reported the buttons pop back out. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.